Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification during a cartridge change. Reportedly, the cartridge was filled with 140 units of insulin. Tandem technical support walked the customer through adding 50 units of insulin to the cartridge and reloaded the cartridge. Customer was able to complete the load process successfully. Customer's blood glucose level was 128 mg/dl.